Event description:
It is reported that a small portion of the condyle fractured off.

Manufacturer narrative:
Eval summary: as returned, one side of the articular surface provisional has fractured off and was not returned for review. The part also exhibits scratches and gouge marks on the under side of the provisional with an additional piece broken off the outer rail. This damage was most likely caused by forceful use with a sharp instrument. Normal wear of the part due to repeated removal and installation as well as the sterilization process can also contribute to the past breaking. Device history records indicate all components were manufactured and inspected to specification. The instrument has a potential field age of approximately 28 months. The articular surface could not be dimensionally analyzed due to the damage present.